Manufacturer narrative:
Analysis: the sample was discarded by the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the heavily calcified lesion located in the left popliteal artery. Approximately 5 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the event description had the following information sentences changed from "it was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the heavily calcified lesion located in the left popliteal artery via duplex ultrasound (dus) imaging. Approximately 5 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful." To "it was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the heavily calcified lesion located in the left popliteal artery. Approximately 5 months after the index procedure, the patient¿s left popliteal artery was reportedly 99% reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed involving a dcb and the health care professional (hcp) deemed it was successful." The relevant tests and lab data section had the following information changed from "on (B)(6) 2018, dus imaging indicated occlusion of the target lesion." To "on (B)(6) 2018, dus imaging indicated 99% occlusion of the target lesion. A resting abi evaluation was performed and indicated left leg was 0.46. A rutherford class assessment was performed and was classified as a iii (3) in left leg. On 25-sep-2018, reintervention was performed involving a dcb on the target lesion." The operator of device - other had the following information added "cardiovascular internal medicine." The complainant occupation - other had the following information added "cardiovascular internal medicine." Corrected data: the date of event was changed from "(B)(6) 2018" to "(B)(6) 2018." Analysis: the sample was discarded by the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the heavily calcified lesion located in the left popliteal artery. Approximately 5 months after the index procedure, the patients left popliteal artery was reportedly 99% reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed involving a dcb and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: b.5 the event description has the following information added "via duplex ultrasound (dus) imaging." B.6 the relevant tests and lab data section had the following information added "on (B)(6) 2018, dus imaging indicated occlusion of the target lesion." H3 analysis: the sample was discarded by the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the heavily calcified lesion located in the left popliteal artery via duplex ultrasound (dus) imaging. Approximately 5 months after the index procedure, the patient¿s left popliteal artery was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.